Event description:
Customer reported issues with the insulin pump. Customer states that the motor may be having problems. The blood glucose reading is 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.